Manufacturer narrative:
The following information was provided by the customer: the device was not cleaned, disinfected and sterilized prior to sending to olympus for repair. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified. A definitive root cause for how the foreign material remained could not be established. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of combined functions with related equipment" [inspection of entire endoscope] 1. Check visually and by touch that there are no major scratches, deformations, loose parts, or other abnormalities on the appearance of the control section or scope connector. [Inspection of forceps channel] 1. Insert the treatment instrument through the forceps plug, and check visually and with your hands to make sure that the instrument comes out smoothly from the suction/forceps port at the tip of the endoscope and that no foreign matter is ejected. 2. Verify visually and by touch that the treatment tool can be pulled out smoothly from the forceps plug. 3. Abnormalities such as cracks, dents, bulges, edges, scratches, metal wires protruding from the inside, protrusions, sagging, deformation, bending, adhesion of foreign matter, and falling parts on the outer surface of the entire length of the insertion tube, including the curved part and tip. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; the channel tube and plastic distal end cover had foreign objects. The additional evaluation findings were as follows: due to a pinhole in the channel tube, water tightness was lost, due to wear of angle wire, bending angle in the "up" direction did not meet standard value, due to wear of angle wire, the play of the "up/down" knob was out of standard, the bending section cover had a scratch, the adhesive on the bending section cover had a chip and discolored area, due to clogging of the nozzle, water removal ability did not meet standard value, the control unit was dirty due to water leakage, the universal cord had a dent, the protector of the universal cord on the scope connector side was damaged, the plastic distal end cover had a burn, the connecting tube had a scratch and wrinkle, the grip was shaved, and the image guide protector had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had black liquid coming from the tip after cleaning and there were foreign objects in the plastic distal end cover. The intended procedure was completed with the same device. There were no reports of patient ham.